Manufacturer narrative:
Further investigations have determined that the issue was not caused by issues with the reagent materials. The customer did not replace a reagent pack for the resolution and the issue was resolved after service actions had been completed. The root cause may be related to an analyzer hardware issue or incomplete maintenance of the analyzer.

Manufacturer narrative:
.

Event description:
The customer stated that they received erroneous results for a total of 58 patient samples tested for tina-quant hemoglobin a1c gen.2 (hba1c) on an integra 800 analyzer. The customer stated that a doctor contacted the laboratory on (B)(6) 2016 and questioned the results of two patient samples. The first patient sample initially resulted as 9.2 % and this value was reported outside of the laboratory. The result was questioned by the doctor, so the sample was repeated on (B)(6) 2016. The repeat result was 5.9 % and this value was believed to be correct. A corrected report was issued. The second patient sample initially resulted as 9.0 % and this value was reported outside of the laboratory. The result was questioned by the doctor, so the sample was repeated on (B)(6) 2016. The repeat result was 5.7 % and this value was believed to be correct. A corrected report was issued. The customer stated that she went back and repeated 56 samples that were initially tested on (B)(6) 2016, with initial results reported outside of the laboratory. The repeat results all had an approximate 4 % difference. The repeat results were believed to be correct and corrected reports were issued. Specific result data was not provided for these 56 samples. The patients were not adversely affected. The integra 800 analyzer serial number was (B)(4). The field service representative could not determine a cause. He checked the lamp optics and checked syringes. He ran a check cassette test and all passed. The customer's calibration and quality controls were working. He observed operation of the instrument and no issues were seen. The instrument was found to be working within specifications. A specific root cause could not be determined based on the provided information. Reagent packs which have been exposed to inappropriate environmental temperatures may show elevated recoveries. Transport of the reagent packs to the customer site can be excluded as a source of error.